Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap is fractured distal to glue zone; the fiber/glass cap distal part is detached and not returned. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, a flash occurred and the fiber began to fire straight (forward-fire). The fiber was replaced and the procedure was completed using a second side-firing surgical fiber. Outcome: "no injury to the patient. Gland volume: 50 ml. Time expended: 18 minutes. Joules used: 113,665.